Manufacturer narrative:
The event of "urinary tract infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of "urinary tract infection" is considered an unexpected adverse drug experience.

Event description:
Health professional reported the serious, non-device-related event of ¿urinary tract infection¿ after a patient was injected in the jawline with one syringe of juvéderm volux¿ xc. Treatment was required, noted as ¿macrobid" and "keflex." Event noted as ¿recovering/resolving.¿